Manufacturer narrative:
This case is related to case with patient identifier (B)(6).

Event description:
It was reported the patient received the following results within 15 minutes: 151 mg/dl with the aviva and 571 mg/dl with a guide me meter.